Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric resection procedure, the cartridge was damaged. In a sleeve, it was impossible to remove the cartridge from the stapler. The stapler was therefore unusable. They tried to remove the cartridge, but it completely broke: the golden part is gone and the metal part stuck in the stapler. The cartridge also jammed the stapler jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.